Manufacturer narrative:
Device evaluation: analysis of the lead found the outer insulation and braid had been cut through and the stylet coil and conductors were crushed and had damaged insulation approximately 61.3 cm from the distal end of the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97791, product type: accessory. Product ID: 37081-40,serial# (B)(4), product type: extension. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had successful external trialing and was about to receive the implantable neurostimulator (ins) on (B)(6) 2016. During surgery, the lead showed damage around the insulation. Due to the damage, the lead was explanted. The patient had surgery to implant a new lead and implant the ins on (B)(6) 2016. There were no external or other factors that could be determined to have contributed to the event. No diagnostics were done. There were no patient symptoms and the therapy was effective. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.